Event description:
It was reported that the customer did not have pump in a case and pump became caught between seats causing the touchscreen to crack. Touchscreen was unresponsive. Customer's blood glucose was 126-162 mg/dl. Customer reverted to using an alternate method of insulin therapy.